Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel the day after implant. There were no other electrograms (egms) that showed loc. All thresholds were within normal limits. The device operated as expected in in-clinic testing. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel the day after implant. There were no other electrograms (egms) that showed loc. All thresholds were within normal limits. The device operated as expected in in-clinic testing. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and noted there were dramatic changes in the first couple of days after implant. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.